Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor ((B)(6)) reported a posterior capsular rupture during procedure ID # (B)(6).

Manufacturer narrative:
Review of procedure ID # (B)(6) shows slight patient movement towards the end of the procedure but only during arcuate incisions. Nothing indicating capsule compromise during the fragmentation portion. Gas bubbles appear stationary inside the posterior of the lens until patient is released. Scheimpflug imaging does indicate a posterior subcapsular cataract which can lend itself to risk of posterior capsule compromise during hydrodisection and the phaco portion of the procedure. System functioned as designed.

Manufacturer narrative:
Review of procedure ID # (B)(6) shows slight patient movement towards the end of the procedure but only during arcuate incisions. Nothing indicating capsule compromise during the fragmentation portion. Gas bubbles appear stationary inside the posterior of the lens until patient is released. Scheimpflug imaging does indicate a posterior subcapsular cataract which can lend itself to risk of posterior capsule compromise during hydrodisection and the phaco portion of the procedure. System functioned as designed. Surgeon stated patient underwent a successful retinal procedure to remove the floating lens. Patient is status post 1 week retinal surgery and recovering as expected. No further clinical follow up is needed.

Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (al24035-c21u) reported a posterior capsular rupture during procedure ID # (B)(6).